Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a bicuspid anatomy, a pre-balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) balloon. It was attempted several times to deploy the valve however the anatomy did not allow the valve to expand fully to deploy in the annulus. The valve was recaptured and two other valve were attempted with the same problem.  The procedure was aborted. No adverse patient effects were reported.